Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door had physical damage to the front and had to be recovered after each use. The customer confirmed that the latch beeped three times and then failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door latch and front panel damage. A field service engineer (fse) identified that door 4 panel was cracked and failed to open, producing a clicking noise, and replaced both the door panel and the corresponding micro switches. Functionality was successfully verified through hardware test application. While onsite, the customer reported that the device appeared offline in health sight viewer despite showing online in rss, a ping test to the server failed. The fse provided the mac address and network configuration details and advised the customer to contact the hospital it network team, which the customer acknowledged. The system functioned as intended after the field service engineer repaired the device.